Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The helix mechanism was returned in a retracted position visual inspection found dried blood and fluid around the helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a second dislodgement. The first dislodgement has occurred earlier in the week and was repositioned, only to dislodge again. The lead was tried to be repositioned but there was tissue in the helix. The lead was replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a second dislodgement. The first dislodgement has occurred earlier in the week and was repositioned, only to dislodge again. The lead was tried to be repositioned but there was tissue in the helix. The lead was replaced successfully. No additional adverse patient effects were reported.